Event description:
Patient scheduled for anterior cervical disectomy on three levels and was supine on jackson flat or table. The surgeon was closing the incision when a "snap" was heard and the foot of the table tilted laterally about 3 inches to the right. Surgeon quickly broke scrub to hold table to prevent it from tilting further and also had someone place a stool underneath as an extra precaution. The resident took over and finished closing the incision. Patient was then transferred off of the table to a bed. There was no harm to the patient. Potential for harm to both patient and surgeon had the table continued to tilt after it was stabilized.======================manufacturer response for jackson flat or table, tables/orthopedic (per site reporter).======================sent technician to inspect table and was not able to identify the cause of malfunction.what was the original intended procedure?the jackson table should have remained stable without any movement while the surgeon was closing the incision.